Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, black residue was discovered in the tubing of the subject device, restricting the air flow. Consequently, the air flow rate tested was failed and the device will need to be recalibrated. A loose screw was also found in the first regulator, though it had not detached from the chassis. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus high flow insufflation unit was returned without a specific user report. During the device evaluation, it was discovered that black residue was inside the tubing of the unit, compromising the flow rate. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the black residue in the tubing and piping and the low measured flow rate were caused by an alarm and blackout from printed circuit board failure. However, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.